Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. The IFU instructs the user to before using the eo-sterilized moses fiber, visually check the sterile packaging for any signs of damage and the eo sterility indicator. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could have contributed to the allegation. Based on the information available, a conclusion code unable to exclude device problem was assigned to this investigation as the most probable cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during a cystolitholapaxy procedure, upon opening the fiber package, a hair was found inside of the folder like packaging, described as about 3 inches in length. The procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a cystolitholapaxy procedure, upon opening the fiber package, a hair was found inside of the folder like packaging, described as about 3 inches in length. The procedure was completed using another device. There were no patient complications.